Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized with a high blood glucose level of 600 mg/dl. The customer stated that four hours prior to the event, she had changed her infusion set. The customer also stated that she changes her infusion set every 3 days and inserts in her abdomen. Troubleshooting was performed and the insulin pump passed the fixed prime and high pressure test. Nothing further was reported.